Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported that during sales evaluation, the autopulse platform stopped compressing. No patient involvement was reported. There was no additional information provided.

Manufacturer narrative:
The autopulse platform s/n (B)(4) was returned for evaluation. A visual examination found no physical damage to the platform. The data archive was reviewed and the last time the device powered on was (B)(6) 2016. Two faults occurred during the dates of (B)(6) 2016 and (B)(6) 2016, a user advisory 45 - shaft not at "home", occurs when the lifeband straps were not pulled completely out prior to turning the device on. The encoder position was not off at the home position. And user advisory 13 - battery fault detected (replace battery). This fault occurred multiple times after multiple "battery lost" incident. This incident will occur if the battery was not fully inserted and locked into battery bay during used . Functionality testing was performed using a standard battery for several hours with no faults or errors. In summary, the reported event could not be confirmed as the autopulse passed all the testing and meets all required specifications.